Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2011-00420.

Event description:
It was reported that, "surgeon reamed to 48mm, attempted to implant 48mm tritanium primary cup and would not 'seat', was very loose. Surgeon then requested a 50mm tritanium cup. Surgeon did trial with 48mm window trial and was secure, also with 50mm trial also fit well. Attempted to implant the 50mm cup and had same result, would not seat."